Event description:
Attempted to place #16 foley cath several times, but balloon deflated slowly. But when deflated, valve was not functioning. After several attempts, catheter was cut below valve, but balloon still did not deflate. Physician had to puncture balloon with guide wire to remove foley catheter. Pt experienced some blood loss, but very minimal.